Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore the problem could not be confirmed. The assignable cause of the problem could not be determined. Review of the device history and service history revealed no issues that could have caused or contributed to the reported difficulty. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report was received from baxter global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of a hernia coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced a hernia. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The peritoneal dialysis registered nurse (pdrn) was contacted on (B)(6) 2013 in order to obtain additional information regarding the home patient's (hp) report of a hernia. The pdrn stated that on an unknown date the hp was diagnosed with an umbilical hernia. The hernia developed after the hp started performing peritoneal dialysis (pd) therapy. The pdrn stated that there had been no overfill events that he was aware of that could have caused or contributed to the hernia event. The hp will be undergoing surgical repair of the hernia in the near future. The pdrn stated that it was unknown if pd therapy caused or contributed to the hernia event. No additional information is available at the time of this report.

Manufacturer narrative:
(B)(4). The customer stated the sample is available for evaluation however baxter has not yet received the device for evaluation. Once the evaluation is complete, a follow up report will be submitted.